Event description:
It was reported on (B)(6) 2023 by a sales representative via phone that an 0233-000 reamer shaft exploded (multiple pieces) while connected to the 0234-090 reamer head while drilling through the tibia. Case involvement, device broke during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.